Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation. The patient's stimulation turns off but the patient diary shows 100% use and no off time. This occurred in different stores and restaurants. The patient was at home in good condition. The healthcare provider confirmed that the patient experienced no stimulation. The patient's device was reprogrammed a couple times. The first time, it was found that the stimulation was on 83% of the time. The second time, it appeared to be used 100% of the time. No patient injuries were reported.

Manufacturer narrative:
(B) (4).